Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in may 2009 and performed to specification up to the 1st april 2012. The device failed a self-test due to a low battery on the 8th april 2012, a fresh pad-pak was installed on the 10th april 2012 and the device passed a self-test. The device performed to specification up to the 31st may 2015. Multiple manual power ups mainly of ten mintue duration were observed in the device memory between the (B)(6) 2015. Investigation indicated the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.